Event description:
The customer reported that the cannula did not deploy. The customer wore the pod for 2 hours and her blood glucose reached 449 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.